Manufacturer narrative:
Lot number not provided. Expiration date and complete unique identifier (UDI#): unknown as the lot number was not provided. Implant and explant dates: if explanted, give date: not applicable as this is not an implantable device. Device manufacture date(s): unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery the cannula of the viscoelastic healon endocoat, spit out a few metal fragments into the anterior chamber of the patient's eye. The surgeon was able to remove them via irrigation/aspiration (I&a) procedure. The patient was reported being fine post operatively. No further information was provided.

Manufacturer narrative:
Date of this report: in the initial MDR, an incorrect date (9/6/2016) was entered. The correct date of the report is 09/07/2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/12/2016. Device returned to manufacturer? Yes. Device evaluation: the device was returned at the manufacturing site for evaluation. Visual inspection of the returned syringe and its contents could not confirm the presence of particulates within the solution. No particulates were returned for evaluation. The needle of the cannula was observed bent. The customer's reported complaint could not be verified. Retain product testing: the retained product was not evaluated as there was no inventory left for this lot. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this lot number have been received. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: additional information revealed the lot number of the device therefore the following fields were updated: model #/lot #. . Lot #: 025883. Expiration date: 07/31/2017. (B)(4). Device manufacture date: 08/06/2015. All pertinent information available to abbott medical optics has been submitted.